Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that during the implant of this transcatheter bioprosthetic valve, following the dislodgement of the valve, the valve was snared and placed in the ascending aorta. A second transcatheter bioprosthetic valve was then implanted. No adverse patient effects were reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was malpositioned and dislodged. Subsequently, a second valve was implanted. No adverse patient effects were reported.